Event description:
It was reported that during a vena cava filter placement procedure, filter placement difficulty occurred. According to the customer the "filter fell off of the tip while still inside of the sheath, inside the femoral artery. Able to remove without causing harm to pt. Had to use a jugular filter to complete procedure, same product not available." No pt injuries were reported. Pt condition is reported as "fine". Add'l info regarding this event has been requested.

Manufacturer narrative:
(B)(4).